Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The insertion components and one-way valve were also returned. A kink was found on the catheter tubing near the y-fitting approximately 72.6cm from the iab tip. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the customer was unable to aspirate the blood from the arterial lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the customer was unable to aspirate the blood from the arterial lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the customer was unable to aspirate the blood from the arterial lumen. There was no patient harm or adverse event reported.